Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the drawer 6 on station fails every day and needs to be recovered daily and most days has to be rebooted in order to recover storage space. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not sensing its closed position. A field service engineer reseated the latch and drawer sensors, replaced the u-link, and tested the drawer in diagnostics to resolve the issue. The system functioned as intended after the field service engineer repaired the device.